Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that a large amount of biomaterial was found around the impeller. The initial log shows low flow, and the second log shows flow saturation. It is likely at the beginning of the case this was stuck in the cannula, causing low flows. At some point, the biomaterial began to interact with the impeller, causing high motor current and saturated flows. After reviewing the returned pump and the data logs, the root cause of low flow as well as flow saturation was likely due to biomaterial. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. While on support, there were lower than expected pump flow during initialization of the device. Attempts were made to reposition the pump, but nothing would resolve the issue. The pump continued to support the patient during the procedure without any harm. No additional information provided.